Manufacturer narrative:
The device has been explanted and has been returned to the MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's hearing loss worsened through the years and that the vibrant soundbridge did not provided enough amplification any more. The pt was explanted and re-implanted with a cochlear implant on (B)(6) 2014.